Manufacturer narrative:
H3 other text : customer requested remote service.

Event description:
It was reported that the device shows error in log entry. There was reportedly no patient involvement. The customer evaluated the device and received remote support from the customer care solution center, during which replacement of the defibrillator capacitor was recommended. Upon conclusion of the evaluation, it was determined that this was a malfunction of the defibrillator capacitor, the replacement of which was recommended. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported that the device shows error in log entry. There was reportedly no patient involvement.